Event description:
The customer reported that the system displayed an error message indicating that the iris collimator was too large. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the power supply cord. The system was tested and found to be working as intended and put back in service.